Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate lower measurement or to determine if it could have contributed to the patient's hospitalization. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately. Checking your blood glucose 7 / pages 79-80: you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate or if your test results are not consistent with how you feel.

Event description:
The patient¿s mother reported that her son¿s omnipod personal diabetes manager (pdm) was reading incorrectly, however, during the call it was noticed that the patient was manually entering his blood glucose (bg) readings into the pdm. The patient¿s mother was happy to know what was causing the issue and noted that all of the bg readings and boluses would be done by her for the next 24 hours. The patient was in the hospital to test for addison's disease. He also had hypoglycemia so they removed the pod and treated with an injection. (B)(6).